Event description:
Caller states during a correlation study, the following coaguchek system/lab results were obtained: patient 1: >8.0 inr/5.65 inr; patient 2: 5.0 inr/3.29 inr; patient 3: 2.1 inr/3.23 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 2: female, medications (days unknown): coumadin, 1mg/day; 2mg on monday, isosorbide monitrate 30mg/day, aspirin 81mg/day, prevacid 30mg/day, ranidine 150mg/day, cardazem 240mg/day, cidaloprm 20mg/day, lipitor 400mg/twice day, magnesium oxide 400mg/twice day, polyethylene glycol 17grams/day cancer. Patient 3: no information provided.